Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/17/2021. H.6. Investigation: two samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe tip was attached to the smartsite to visually inspect for a fluid path while the piston was in the activated position. A fluid path was observed in both samples. A 10 ml syringe filled with water was attached to each smartsite and fluid was flushed through the extension set. The sets were successfully primed. The customer complaint that after the extension set is attached, it will not draw blood. This has occurred intermittently over the last several weeks could not be replicated. A complaint history check was performed and this is the 8th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20109560 regarding item #22003e - 07. CAPA#1998036 was initiated. H3 other text : see h.10.

Event description:
It was reported that 3 pressure rated ext set bonded ss 8.5" experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07 , batch/ lot #: 20109560. Several of the ed staff approached me about our extension sets. The staff have said that for several weeks intermittently they place an IV and after the extension set is attached it won't draw blood. They have actually pulled several ivs thinking the line was not any good. What they have found is if they take off the extension set the angiocath itself bleeds freely.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 pressure rated ext set bonded ss 8.5" experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07. Batch/ lot #: 20109560. Several of the ed staff approached me about our extension sets. The staff have said that for several weeks intermittently they place an IV and after the extension set is attached it won't draw blood. They have actually pulled several ivs thinking the line was not any good. What they have found is if they take off the extension set the angiocath itself bleeds freely.